Manufacturer narrative:
G4: 04aug2020. B4: 04aug2020. The customer stated the issue was addressed and did not provide further information on what was done to address the reported issue. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23jun2020.

Event description:
It was reported that the ventilators navigation ring was not moving. There was no patient involvement.